Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer borrowed the insulin pump from the hospital for training. Customer's blood glucose was 76 mg/dl. Customer was advised to revert to a back-up plan and call a health care professional to ask for a new pump.